Event description:
It was reported that during a procedure to treat a distal lesion in the heavily calcified right superficial femoral artery, the physician attempted to cross a stent placed during a previous procedure. The previously placed stent was reported to be not fully apposed to the vessel wall and the physician wanted to open it up some more. Pre-dilatation was performed at the target site. A 6.0 x 60 mm absolute pro self expanding stent system (sess) was advanced into the patient anatomy and resistance was met with the previously placed stent. Force was applied; however, the sess was unable to cross to the target site and the sess kinked. The device was removed intact and without resistance. Additional dilatation was performed at the site and a new 7.0 x 60 mm absolute pro sess was advanced. Resistance was met with the previously placed stent and force was applied; however, the sess was unable to cross to the target site. The sess kinked and was removed intact from the anatomy without resistance. Additional dilatation was performed and a 7.0 x 80 mm absolute pro sess was advanced. The sess was able to advance to the target site and the stent was deployed within the previously placed stent. A 7.0 x 40 mm absolute pro sess was then advanced in an attempt to treat the distal lesion; however, resistance was met with the previously placed stents and force was applied. The sess was unable to cross to the target site and became kinked. The device was removed without resistance. Upon removal, it was noted that the stent was partially deployed.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation was performed at the distal target lesion; however, no further stenting was attempted and the procedure was completed. There were no adverse patient effects and no clinically significant delay. No additional information was provided. (B)(4) - excessive force. Evaluation summary: the device was returned for evaluation. The reported premature deployment and damage to the self expanding stent system (sess) was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual inspection, functional testing, and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It should be noted the precautions section of the absolute pro vascular self expanding stent system instructions for use states: should unusual resistance be felt at any time during lesion access or removal of the delivery system post stent implantation, the entire system should be removed together with the introducer sheath or guiding catheter as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.